Event description:
Procedure type: laparoscopic adrenalectomy. According to the reporter: the pouch was torn upon removing the adrenal gland through the trocar. A broken piece of pouch seemed to fall into cavity, but it could not be found. The case was not extended by more than 30 mins. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).